Event description:
It was reported that the patient presented in clinic with pectoral stimulation on both atrial and ventricular leads. The patient had noticeable stimulation since device replacement in 2015. Upon interrogation, noise was seen on both leads. The noise was reproducible in clinic. On (B)(6) 2017, both leads were capped and replaced. During the procedure, lead abrasions were noted on both leads. The patient was stable following the procedure.